Event description:
It was reported that after stenting and successful post-dilation with a trek balloon, the bmw universal I guide wire could not be retracted. The trek balloon was inserted again and the guide wire was retracted. Outside the anatomy it was noted that the polymer coating was peeling at the distal end of the guide wire, nothing was left behind in the patient. Reportedly, there were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. The outer diameter of the guide wire was measured with a laser micrometer and met manufacturing criteria. Analysis also noted kink in the core at the proximal end of the hypotube. The tip coils were stretched distal from the center solder for a length of 2 mm. The intermediate coils were stretched distal from the proximal solder for a length of .5 mm. There was a kink in the shaping ribbon, 7 mm proximal to the tip ball. There was a bend in the core, 29 cm distal to the proximal end of the core. These noted damages are consistent with interaction with the anatomy and/or other devices during procedural attempts to remove the guide wire as no damage was reported during inspection prior to use. The analysis did not confirm the reported peeling of the polymer coating; however, the polymer coating was torn which could have been what was reported as peeling polymer coating, 2.3 cm proximal to the proximal solder. The distal portion of the polymer coating was bunched and the distal end was pushed over the proximal end of the intermediate coils for a length of 3.5 mm. The polymer coating was stretched proximal to the tear for a length of 2.5 cm. There were multiple small tears in the stretched polymer coating. There was 4 mm of the polymer coating stretched and bunched on the core, 50.5 cm proximal to the hypotube. Factors that may contribute to the inability to remove the guide wire from the vessel may include, but not limited to, patient anatomical morphology, lesion characteristics, and/or wire manipulation technique. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the guide wire and the vessel can be reduced to an undesirable level and cause resistance. Coagulation of blood or contrast can also be a factor in reducing clearance. In this case, anatomical information was not reported which could have aided in the evaluation and determination of cause. Polymer coating damage of this type is consistent with the wire coming into repeated contact with sharp object. It is possible that the guide wire came into repeated contact with the anatomy and/or other device which caused the noted torn polymer coating. Reportedly, when removing the guide wire from the anatomy, the guide wire met resistance and could not be removed. The balloon catheter was reinserted to retract the guide wire from the anatomy. In this case, it is possible that when the guide wire met resistance with the anatomy that resulted in the polymer damages as noted. Since no polymer damage to the wire was reported prior to use, the noted torn polymer coating appears to be related to case circumstances. In order to ensure that polymer damages and damage to the wire that could cause resistance does not occur due to a product quality deficiency, manufacturing visually inspects 100% of the guide wire tip after loading into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, the reported peeling of polymer coating and inability to retract the guide wire from the vessel and the noted returned product analysis findings appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.